Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
It was reported that a patient got into a collision with a bicycle on (B)(6) 2020. The patient presented with discomfort, swelling, and infection due to erosion of their pacemaker (pm). The physician elected to explant the pm during a procedure on (B)(6) 2021. The patient is recovering after the procedure.